Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from intensive care unit that device alarmed 800.8000 error message 10 times within a minute, then all the infusions stopped. There were 4 modules attached to the pcu with saline, an unidentified antibiotic, and an unidentified suppressor infusing. The nurse was inside the patient room when the event occurred. When the device got to biomed, it was plugged in and error code showed 600.680. It was not confirmed if the device was plugged in at the time of the event and it was reported that it was unknown if there was an adverse effects caused to the patient as a result of the event. Although requested, additional information was not provided.